Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)) d9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the patient experienced pericardial effusion and cardiac tamponade during a procedure to implant a leadless implantable pulse generator (ipg). It was reported that the ipg exhibited no capture on first deployment. The ipg was repositioned and redeployed and as soon as anesthesia was tested, lack of pressure was noted. Stat echocardiogram was called and periocardiocentesis was performed. Resuscitative measures were performed. A drain was placed and the patient was prepared for comfort care. It was reported that the patient did not want cardiac surgery. The patient was sent to the intensive care unit (ICU) room and died overnight.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced intraoperative complications, including pericardial effusion and cardiac tamponade. Initially, the ipg failed to capture upon its first deployment. The device was repositioned and redeployed, but a lack of pressure was observed immediately following anesthesia testing. A stat echocardiogram was performed, revealing the severity of the situation, and emergency pericardiocentesis was conducted. Resuscitative measures were initiated, and a drain was placed. Given the patient's decision to forego cardiac surgery, they were prepared for comfort care. The patient was transferred to the intensive care unit (ICU), where they passed away overnight.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.